Event description:
Analysis of the returned subject coil revealed that it prematurely detached during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the coil delivery wire was found to be kinked/bent and the main coil was found to be detached/separated. During functional testing of coil delivery wire friction, a demo microcatheter was flushed and a demo sheath was used to guide the catheter through, there were no areas of friction felt. The reported event of coil delivery wire friction could not be confirmed during analysis. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The coil delivery wire was found to be kinked/bent, and the main coil was found to be prematurely detached/separated during use and not returned. An assignable cause of 'handling damage' will be assigned to the as reported event 'coil delivery wire friction' as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of 'procedural factors' will be assigned to the as analyzed events 'main coil prematurely detached/separated during use' and 'coil delivery wire kinked/bent' as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.